Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1946944. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks. As per qn (B)(4), pump with sn (B)(6) from batch# 1946944 found to have package has wrinkles / creases. Rework of this unit has been successfully completed on rework workorder (B)(4), an "a" has been added to track sterilization. Unit will be sent back to sterilizer. Completed qn closure checklist has been added to the qn . This qn will now be closed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was on impella 5.5 support for worsening hemodynamics and increased central congestion. During support, the patent had a few episodes of ventricular tachycardia. Position was verified and the patient was started on an anti arrhythmic. The impella 5.5 was successfully weaned and explanted as bridge to transplant.